Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who an extreme overfill event coincident with peritoneal dialysis (pd) therapy. The event was discovered when the patient mailed a response letter to fresenius as notification of the event. The patient advised that on he woke up after his (B)(6) 2018 treatment with over 7000ml of dialysate in him, and advised he had not recovered from the issue. Upon follow up with the covering pdrn, it was learned that the patient had stopped using their fresenius pd cycler as a result of the (B)(6) 2018 event. The covering pdrn advised the patient has been using manual treatments ever since. Additional patient information was requested but was not provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patent¿s reported 7000ml of dialysate in his abdomen and not recovering from the alleged overfill and pd therapy on the liberty select cycler. The patient reported to still have not recovered, however, it is unspecified what the patient did not recover from after the event. There are no symptoms or medical intervention reported for this event. The patient reportedly has not utilized the cycler since the event, however, complaint documentation shows the patient did continue use. There is no documentation to show a causal relationship between the event and the cycler, however, based on the available information and known risk for an overfill event with the use of the liberty select cycler, a possible causal or contributory relationship between the patient¿s adverse event(s) and the cycler cannot be excluded. Treatment sheets are not available and the cycler has not been returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.